Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The cause of the bleeding is determined to be use issue because bleeding was resolved by one forward tension suture was placed to first eyelet and dressing angle matched. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding. A forward tension suture was placed and the patient was transfused one unit of packed red blood cells. The patient is in stable condition.